Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (battery life) issue. It was reported that the battery life was less than expected. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a review of the pump black box data shows evidence of a short battery life with 6 counts of drastic unexplained voltage drops leading to cs 128 call service alarm warning. During visual inspection of the pump, it was observed that the battery compartment and the returned battery cap were undamaged and the cap was able to secure to the pump. The pump¿s ¿ez-prime¿ steps were performed correctly and all the current readings were within specification. The investigation was unable to duplicate the ¿short battery life¿ complaint. The pump¿s cover was removed and no intermittent conditions or moisture ingress was found to the power printed circuit board or to the continuous glucose monitoring module. Unrelated to the initial complaint, the display screen was observed to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).